Manufacturer narrative:
Unknown manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Per bd corrective and preventive action (CAPA) corporate procedure, the reported issue does not represent a single significant incident that would trigger a CAPA.

Event description:
It was reported that 2 unspecified bd venflon¿ pro safety shielded IV catheters had issues with infiltration/extravasation, and 5 leaked during use. The following information was provided by the initial reporter: "it was reported via post market survey that there were occurrences of there were occurrences of infiltration / extravasation (2) and leakage (5)."